Event description:
For over a month pt has had problems with her pump software and hardware causing diabetes out of control, distress, loss of work and intermittent ketosis. The company has replaced the pump and leaking reservoirs multiple times even asking the pt to go to the home office to speak with engineers who took pictures and stated there have been other similar complaints with multiple pts.